Manufacturer narrative:
Additional information provided by the surgeon has confirmed that no injury or harm to the patient.

Event description:
In person, the surgeon confirmed that she indeed remembered the performed surgery, an urgent right open hemicolectomy and informed that the report, filled by a nurse at urgencies did not adjust to what it really happened. The stapler got blocked preventing the jaws to be closed so the stapling process was not completed, some of the staples did not come out of the cartridge. The ones which came out, as the staple could not be closed, easily and manually could be removed out of the tissue. So in order to solve the problem they opened a different stapler with which they went on and finished the surgery with no further issues. The patient did not have any harm, no tissue in the device they stopped using. Patient discharged from hospital after the normal stay for this type of surgeries no requiring any additional medication as the normal for this type of procedures.

Manufacturer narrative:
(B)(4). Request for information has been sent but not yet received regarding clarification on injury. A supplemental will be sent upon receipt of information. (B)(4).

Event description:
According to the reporter, during a hemicolectomy the staples came out without clamping tissue. Tissue remained jammed between jaws which was released manually. The patient was seriously injured and is still in the hospital. No reinforcement material used in conjunction with the stapling device. There has been no patient injury. Patient was discharged from hospital. Nothing fell into the patient's cavity. There was less than 30 min delay, no re-operation needed, less than 500 cc bleeding, no need to extend the incision, no need to reconvert surgery. There was no tissue loss or damage.